Manufacturer narrative:
Product analysis: analysis noted the universal serial bus (usb) was damaged, the stylus was skipping, the programmer failed incoming printer tests, and the electrocardiogram (ECG) connector was loose and failed incoming tests due to the loose connector. Due to a lack of parts the programmer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer originally returned as an exchange subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.